Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 11 months. The device was returned for investigation however the evaluation has not yet been completed. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient underwent a pump exchange due to infection. No addition information was provided.

Manufacturer narrative:
The report of driveline and pump pocket infections, and their correlation to the evaluation of the returned device could not be conclusively determined. The device was returned with the driveline cut approximately 8.5 inches from the pump housing and the severed portion of driveline was not returned. Upon disassembly of the returned device, examination of the pump¿s blood-contacting surfaces revealed no depositions. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists driveline and pump pocket infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the clinical representative on 07/01/2016 stating that the patient was presented with fever and bacteremia. The approximate onset date of the infection was at an unspecified date in (B)(6) of 2015. The patient was treated with multiple rounds of IV antibiotics.